Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was updated to 3331 and 4109. H6: results code was updated to 213. H6: conclusions code was updated to 4310. The reported device was received for investigation. The reported event of peri-implantitis and inflammation could not be confirmed. Visual inspection of the as returned product identified minor signs of wear around the external threads and the platform due to usage but no signs of significant damage or deformation. Functional testing to recreate the reported events could not be performed due to the nature of the events. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reported peri-implantitis and inflammation around implant bnst510 in tooth site #30. Noted 50% bone loss at time of final impression. The implant was removed.